Manufacturer narrative:
The subject device has not been returned to omsc. But was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of additional microbiological testing by a third party laboratory, enterococcus (12 cfu/channel) were detected from samples taken from the air/water channel of the subject device. The result of the additional microbiological testing by a third party laboratory didn¿t satisfy the (B)(4) guideline. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the instrument channel of the subject device tested positive for vegetating streptococci (300 cfu/2 0 ml), enterococcus sp. (23 cfu/20 ml), and coagulase-negative staphylococci (42 cfu/20 ml). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.